Manufacturer narrative:
One device was returned for analysis. Visual inspection showed detached the downstream occlusion (dso)seal. This indicated a reportable malfunction due to the detached downstream occlusion (dso)seal, and the reported issue was duplicated. The cause of the reported issue was uncharged coin battery. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because it frequently lost patient data on startup. Upon physical inspection, a detached downstream occlusion seal (dso)was found. There was no patient involvement, no patient injury was reported.